Event description:
Reported via clinical study. It was reported complete heart block occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Near the end of the procedure, 2:1 atrioventricular block (av block) occurred, and then complete heart block with junctional escape. A right internal jugular (ij) temporary-permanent pacemaker was placed with a plan to place a permanent pacemaker. There were no further complications, and the patient was discharged the next day.